Manufacturer narrative:
Medwatch sent to FDA on : 9/14/2007. Based upon the serial number provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however the analysis has not been completed at this time. Analysis results will be submitted to the FDA in the follow-up report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as "access port had become porous."